Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the caller wanted assistance putting the ins into MRI mode, but there was no telemetry with the clinician programmer. When asked, the patient stated they hadn¿t used stimulation ¿for a while¿ but it was unclear how long this may have been. It was reviewed that if the patient hadn¿t charged their ins in several months, it would need to be recovered before the system could be put into MRI mode. It was reported that communication could not be established. On a second call the caller reported that they wanted to try to recover the ins so that they could do an MRI. No patient symptoms were reported. No further complications were reported.